Event description:
The following additional information was obtained by global pharmacovigilance on 06/29/2010: the patient's dilaudid infusion was started on (B) (6)2010. The patient should have had 16ml of dilaudid left after the infusion. The patient was given one dose of narcan 0.2mg, intravenously on (B) (6)2010 to offset the overdose of dilaudid. No additional information is available.

Manufacturer narrative:
(B) (4)

Event description:
The facility representative called baxter technical service on (B)(6) 2010. The customer reported pcaii pump that overinfused. The customer did not report the programming of the pump to determine the exact percentage of overinfusion or the medication involved. This occurred during patient use, with no patient injury reported or medical intervention needed. Although baxter attempted to obtain information, additional information has not been obtained on this report. No additional information is available.

Manufacturer narrative:
(B)(4)device has been requested for evaluation. If device becomes available and an evaluation performed, a follow-up medwatch will be submitted.